Event description:
It was reported that the external pulse generator had a broken ventricular output connector. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported that the external pulse generator had a broken ventricular output connector. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had a broken ventricular output connector, therefore it was replaced. Analysis also found that the lower case was broken, the upper case was dented which affected the keyboard fit, that both bail covers as well as both bails were missing, that the ring cover was contaminated, the battery contacts compressed, the battery drawer was broken and contaminated and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.